Manufacturer narrative:
There has been a previous report received where overheating resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment stopped working post production testing. A root cause as to why this situation could have occurred could be determined based on quality observations. Microscopic evaluation revealed significant debris build up within the cap and head cavities and all inner components. The bur end bearing retainer was completely destroyed. Microscopic evaluation also revealed significant gear wear. The destruction of the bur end bearing retainer and excessive debris observed within the head and cap cavities was most likely what the doctor observed being ejected from the head during use. Bearing retainer failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase observed by production personnel during testing. All components looked dry with no evidence of lubrication. Additionally, the attachment failed all production requirements with the exception of illumination testing (sound testing was not performed).

Event description:
In this event it was reported that an estylus 1:5 handpiece discharged "metal shavings" into a patient's mouth during use. No medical /surgical intervention was required. During testing at our facility the attachment overheated, no injury or intervention was required.